Event description:
Pt was undergoing robotic assisted laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy and surgical procedures to repair stress urinary incontinence. During the procedure, a small burn in the sigmoid colon was noted from a breach in the insulation from one of the endoscopic instruments. The burn was approx 1.5 cm x 0.5 cm. A surgical consult was obtained and was repaired. No other complications noted. The pt recovered and was discharged home in good condition without lasting effects.